Manufacturer narrative:
(B)(4). The customer returned a 3-lumen 7 fr x 20 cm cvc catheter for evaluation. The sample was initially examined without magnification. The catheter showed evidence of use, but no defects or anomalies were observed. After leak testing, the catheter was examined under magnification. Microscopic examination revealed a tear in the proximal extension line near the base of the luer hub. The tear's edges were jagged and uneven. These jagged edges indicate a tear related to excessive force. Residual adhesive material was also identified on the distal, proximal, and medial extension lines. The outer and inner diameter of the distal extension line were measured and were found to be within specification. The catheter was functionally leak tested by occluding the distal end of the catheter and injecting water each extension line hub using a lab inventory 10ml syringe. When the proximal extension line was pressurized, water was observed leaking near the luer hub base. No leaks were discovered while testing the distal or proximal lines. A device history record review was performed on the catheter and no relevant findings were identified. The instructions for use provided with this kit was reviewed as part of this investigation. The IFU directs the user to prepare the catheter for insertion by flushing each lumen. No leaks were reported during catheter preparation. The IFU also cautions not to secure, staple, and/or suture directly to the outside diameter of the catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. It also warns to not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. It also cautions to check ingredients of prep sprays and swabs before using. Some disinfectants used at catheter insertion site contain solvents which can attack the catheter material. It also warns not to use alcohol or acetone on catheter surface as these chemicals can weaken the structure of polyurethane materials. The report that the catheter leaked was confirmed through visual and functional testing of the returned sample. The proximal extension line leaked from a tear near the base of the luer hub. Microscopic examination found the edges of the extension line tear to be jagged and uneven indicating that the separation was caused by excessive force placed on the catheter extension line. The extension line met relevant dimensional requirements and the device history record review did not reveal any manufacturing related issues. Based on the appearance of the leak site and since no leakage was reported during pre-insertion flushing , it was determined that operational context caused or contributed to this event.

Event description:
The customer reports the connection site of the proximal extension line and injection site cap leaked after 48 hours use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the connection site of the proximal extension line and injection site cap leaked after 48 hours use.